Event description:
This report is being filed upon notification from our x-ray MFR in a foreign country, to submit this situation. Problem: on this image processing system (second one on site), the hospital has stated that the images of one pt are going into another pt's folder.

Manufacturer narrative:
Eval: conclusion - investigation has determined this to be a software related problem. The field change order (fco), will correct the issue.